Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after 2-3 weeks of use with the listed device, the eyelet of the flange was found broken and fix tape was loose. No adverse health outcome resulted from this event.

Manufacturer narrative:
One used device was returned for evaluation. Visual inspection determined that one of the eyelets (where tube ties are threaded) was split. The examination of the split was physically consistent with the material having been exposed to a sharp object in this area. Pull testing of the other eyelet demonstrated that the material was within specifications for eyelet strength. The investigation could not verify definite root cause but the type of damage seen was possibly caused by exposure to a sharp object or excessive pulling at that area.

Event description:
It was reported that after 2-3 weeks of use with the listed device, the eyelet of the flange was found broken and fix tape was loose. No adverse health outcome resulted from this event.